Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented for a cardioversion to stop the ongoing atrial fibrillation (af). The patient was converted with a 14 joule commanded shock. It was also reported that the patient's right ventricular pacing thresholds were elevated, at 6.0 volts @ 0.5 ms. The patient was scheduled for an x-ray at the next appointment to verify lead positioning. Also, enable magnet use was programmed off. Guidant received new information that the patient experienced a loss of right ventricular (rv) pacing while the pacing threshold were elevated. Only left ventricular pacing was available. After the pacing thresholds had decreased on their own and higher outputs were programmed, rv pacing resumed.